Manufacturer narrative:
The field service representative could not determine a cause and suspected the linearity standards were at fault. He ran a check test to verify the analyzer performance and accuracy with result within specification.

Event description:
The user ran linearity samples for 23 assays and noted 13 of the assays were not within expected linearity range. The results for 5 assays were considered discrepant. The calcium level 3 target was 9.489 mg dl and initially recovered 8.9, 8.8 and 8.8 mg per dl with a mean of 8.833 mg per dl. The amylase level 1 target was 5.00 u per l and initially recovered 3, 2 and 2 u per l with a mean of 2.33 u per l. The ast level 1 target was 2.44 u per l and recovered 1 u per l three times with a mean of 1.00 u per l. The ck level 1 target was 7.22 u per l and recovered 4, 4, and 3 u per l with a mean of 3.67 u per l. The phosphorus level 1 target was 0.215 mg per dl and recovered greater than 20.0 mg per dl three times which generated a mean of 0 mg per dl. After the service visit in 2009, the samples were repeated with the following results: calcium level 3- 8.5 and 8.6 mg per dl, amylase level 1-2.0 and 2.0 u per l, ck level 1- 6 and 5 u per l. Ast level 1 and phosphorus level 1 were not repeated. The user stated no patients have been affected.